Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances greater than 125 ohms. Undersensing was also reported. Boston scientific technical services (ts) discussed that the gradual change in measurements may be caused by a patient related change and agreed with the physician's plan to continue monitoring the system. This rv lead remains in service at this time. No adverse patient effects were reported.